Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue has not been reoccurred. A field service engineer confirmed the customer tested the device with no further issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system es the drawer experienced an incident of miss pocketing. The customer reported that the drawer has not opened during the medication removal. There were no adverse events or injuries reported based on this incident.